Event description:
Pump experienced an altitude alarm 21, and there was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to return the malfunctioning pump and was sent a replacement pump with updated software. Customer understood the instructions provided, including putting the old pump into storage mode and returning it via ups within 10 days.